Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete weight information but was unsuccessful.

Event description:
Related manufacturer reference numbers: 1627487-2021-01576, 1627487-2021-01578. It was reported that during a system implant the patient experienced breathing issues had to be defibrillated. System's impedance were all in normal range.